Manufacturer narrative:
Additional information: the field service engineer made adjustments to the wash wheel alignments. This report is one of two reports related to two events that occurred on two shifts and is related to MDR# 2122870-2012-00244.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. Based on review of the quality control data ((B)(4)), it was determined that all quality control data recovering outside of the laboratory's established ranges were attributable to pipettor #2 on the analyzer. A summary report from the fse is pending. A follow-up MDR will be submitted once the summary report has been received from the fse.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a false positive result for troponin I (accutni) for one (1) patient sample assayed with access accutni reagent on a unicel dxi 600 access immunoassay system. The false positive accutni result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer discovered the falsely elevated accutni result after repeating the accutni assay on another beckman coulter analyzer in their laboratory. The accutni result obtained on the other beckman coulter analyzer recovered within the normal reference range for accutni. The customer reported that quality control values were recovering outside of the two standard deviation ranges established by the laboratory. Based on review of the quality control data, it is suspected that a hardware issue on the unicel dxi 600 access immunoassay system may be a contributing factor for this event.